Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigation conclusions). Additional h6 type of investigation code: labelling review and analysis of images. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant not in optimal position after closure - decrease in regurgitation reduction was confirmed with empirical evidence based on information provided. There was no allegation or indication that a device malfunction contributed to this adverse event. Per the image evaluation, the "rocking motion" of a pascal ace in a3/p3 position is confirmed. The root cause is indeterminable due to unavailability of procedural imaging. Worsening of mr grade cannot be confirmed since procedural imaging is not available for comparison and the adequacy of procedural leaflet insertions cannot be evaluated. As per medical opinion, this is a blood pressure problem. Available information suggests procedural context (final imaging shows implant possibly attached to posterior chordae or a leaflet side-bite rather than pmv leaflet) likely contributed to this adverse event. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1: telephone number (B)(6). After internal imaging review, the pascal ace implanted in a 10-4 orientation over a medial jet at a3/p3 shows "rocking motion". The adequacy of procedural leaflet insertions cannot be evaluated, but the final imaging shows the implant possibly attached to posterior chordae or a leaflet side-bite rather than pmv leaflet. There appears to be adequate tissue bridge anteriorly. The final residual mr appears qualitatively moderate. The statement "worsening of mr grade" cannot be confirmed since procedural imaging is not available for comparison. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure performed in the mitral position. Post-operation, an increase in mitral regurgitation (mr) was observed after some rocking was reported following device implantation. The patient had degenerative mitral regurgitation (dmr) with flail/prolapse in the p3 segment (p: posterior). The procedure proceeded as normal. After release, the ace device showed a slight rocking motion. To stabilize the device, the edwards field clinical specialist (fcs) advised implanting a second ace. However, the physician was satisfied with the result achieved using a single device and decided to complete the procedure. During a post-procedure echocardiographic check, prior to patient discharge, a worsening of the mr grade was observed to severe. As per medical opinion, this is a blood pressure problem. The pascal was in an stable position and the patient is also in stable conditions and under observation by the hospital. No further actions were taken at the time of the investigation.